Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the black piece of rubber ripped off the articulating portion of the scope leaving the unsterilized metal exposed during the case.

Manufacturer narrative:
(B)(4). This scope was not received for evaluation at stryker endoscopy. This scope was received at henke for evaluation. Based on the henke service record attached, the reported failure [broke inside patient] was confirmed. According to henke: visual inspection: scope has severe damage at the viton from use and wear. Scope is a level 3 repair and also requires upgrade as the design is no longer active due to its age. Probably root cause for this failure is: u/d or l/r brake mechanism, u/d or l/r artic. Mechanism, u/d or l/r pull cables, articulation section, viton, use error, articulation levers. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The device manufacturer date is not known.

Event description:
It was reported the black piece of rubber ripped off the articulating portion of the scope leaving the unsterilized metal exposed during the case.